Event description:
Probe shaft frosted during pretesting. Probes disposed of at the hospital.

Manufacturer narrative:
Device not returned for evaluation. Device history record review did not reveal any issues.